Manufacturer narrative:
Additional information was added to h6 and h11: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. An event history log review was performed and the esmolol parameters were identified; the keypad being unresponsive was due to a non-halting system error 23002 (ui actor heartbeat failure) and pump power cycle. System error 23002 is unlikely to result in death or serious injury as the non-halting error would not stop an active infusion; the system error occurs when the user interface fails to execute properly at the planned intervals. The clinician has the option to continue the infusion or stop the infusion to power cycle and resume therapy which takes less than 1 minute to complete. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unknown alarm when the nurse tried to cancel the loading dose key. This occurred during a training session after pressing start for an esmolol infusion with a loading dose; however, a patient was not connected to the pump. The pump had the alarm with a two-tone sound and alternating green and yellow lights. This resulted in the keyboard not responding to presses. The pump was turned off and restarted; however, the pump did not record the last program. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.